Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the post operative device interrogation, it was noted that the right ventricular (rv) pacing impedance measurement was greater than 3000 ohms with using the second electrode. Under fluoroscopy it was confirmed that the rv lead was under inserted into the header of the newly implanted cardiac resynchronization therapy defibrillator (crt-d). Since impedance measurements were within normal limits for electrode one, the physician opted to program the device and lead to use electrode one. The crt-d and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
It was previously reported that during the post-operative device interrogation, the right ventricular (rv) pacing impedance measurement was greater than 3000 ohms an under fluoroscopy the rv lead was found to be under inserted into the header of the newly implanted cardiac resynchronization therapy defibrillator (crt-d). However, upon further review it was actually that another manufacturer¿s quadrapolar left ventricular (lv) lead that exhibited the high out of range pacing impedance measurements of 3000 ohms and was found to be under inserted in the header of the crt-d. Since impedance measurements were within normal limits when programmed with a different electrode combination, the physician opted to program the device and lead to use the different electrode combination. The crt-d and lv lead remain in service and no adverse patient effects were reported. Further information was received several months later that the patient passed away approximately one month post implant as a result of kidney failure. From the physician¿s prospective, the issue encountered at implant did not cause or contribute to the patient¿s death. The field representative reported that the device was not available for return.